Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader (tm) micro dilatation catheter was advanced into a guide catheter however resistance was encountered. When the tip of the device reached the lesion, an attempt was made to dilate the proximal part of the lesion however the balloon ruptured at 4 atmospheres on the first inflation after being inflated for 5 seconds. The device was exchanged to a 1.25mm non bsc balloon catheter. Intravascular ultrasound was performed using a non bsc imaging catheter then a 4.0x32mm promus premier stent was implanted in the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a threader balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, multiple streams of water emitted from the balloon wall. The balloon was microscopically examined two (2) pinholes in the balloon wall at the proximal edge of the markerband and one (1) pinhole .5mm distal of the markerband was revealed. There were scratches to the left and right of the pinholes. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerband that could have contributed to the damage. Microscopic examination revealed that the distal tip was damaged. Microscopic examination presented a kink at the distal shaft and balloon transition. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Microscopic examination presented no damage or irregularities to the proximal markers. The guide catheter used in the procedure was not received with this device. A convey guide catheter was used for functional testing. Functional testing was performed by loading the threader device through the entire length of the guide catheter with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader micro dilatation catheter was advanced into a guide catheter however resistance was encountered. When the tip of the device reached the lesion, an attempt was made to dilate the proximal part of the lesion however the balloon ruptured at 4 atmospheres on the first inflation after being inflated for 5 seconds. The device was exchanged to a 1.25mm non bsc balloon catheter. Intravascular ultrasound was performed using a non bsc imaging catheter then a 4.0x32mm promus premier stent was implanted in the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.